Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed his blood glucose has been elevated all day when he contacted animas on (B)(6) 2011. At the time of the call, the patient's blood glucose reportedly was "hi" (above 600 mg/dl) the patient did not exhibit any symptoms that would suggest hyperglycemia or hypoglycemia at the time of concern. The patient was advised to change his insulin depending site, take a correction bolus dose, and monitor his blood glucose closely within the next 2 hours to make sure the site is working. The patient felt that the basal insulin was not working because the animas pump was in the edit mode when he entered the basal mode. During troubleshooting, the animas verified the pump was working accordingly. The basal segment and the time/date were correctly programmed. There was no evidence of product misuse. The site of insulin infusion was in good condition without any sign of infection. At the time of training, the cannula was noted to sticking out from under the adhesive pad and not connection to the body. It is not clear what could have contributed to the patient's alleged hyperglycemia. This complaint is being reported because the patient allegedly had "hi" (above 600 mg/dl) blood glucose while he managed his diabetes with the animas pump. Although there is no evidence the animas pump had malfunctioned, possible user error cannot be ruled out. Hence, this complaint is being reported.